Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient¿s nurse described the area as appearing to be an allergic reaction as the area is red and blistering. There was no alleged device malfunction contributing to the rash. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Reporting out of an abundance of caution. Outcome of the rash is unknown as follow up attempts were unsuccessful.